Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in the emergency room with hyperglycemia on (B)(6) 2025 at royal infirmary, 51 little france cres, old dalkeith rd, edinburgh eh16 4sa, UK (provider¿s name was unspecified). The patient's blood glucose levels reading ¿high¿ (>400 mg/dl or >22 mmol/l) while wearing the pod an unspecified number of hours. Symptoms reported include hyperglycemia, ketones of 1.2, dizziness, dehydration, tiredness, swelling and burning sensation on back of throat, and throat swelling. The patient was treated with a saline drip and insulin injection(s). The pod was removed at the emergency room, and a new pod was placed prior to the patient leaving. The patient was observed and released 9 hours later. At the time of follow up on (B)(6) 2025 it was reported the patient was taking paracetamol and was still experiencing swelling of the throat.